Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed when the patient presented in clinic for routine follow-up. Oversensing was also noted in real-time egm and during capture testing. Noise was not reproducible with provocation testing and pocket manipulation. A decrease in pacing lead impedance was also noted. Lead replacement was recommended. Physician believes that rf telemetry and/or programmer issue caused the noise. Physician decided not to take any action and to monitor the patient.